Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed pulse testing) was confirmed. Upon investigation the monitor was failed incoming functionality testing. The cause for the failure was isolated to a shorted q3 transistor on the computer/analog pca. The root cause for the shorted q3 transistor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it failed incoming pulse testing.